Event description:
Our int'l affiliate reports a pt developed a corneal ulcer in the left eye. The pt had been wearing both acuvue oasys contact lenses and 1-day acuvue moist contact lenses. The pt reportedly slept while wearing lenses. The reporting ophthalmologist did not know which lens the pt was wearing at the time of the injury. The pt reported that symptoms began in 2007. The pt came to the clinic in the next day, and was found to have a 1.5mm x 2.0mm, mid-peripheral corneal ulcer, os at 2 o'clock. There was no loss of visual acuity. The ophthalmologist suspected the corneal ulcer was infectious. The ophthalmologist performed a corneal scraping and prescribed pimaricin and levofloxacin eye drops. The corneal ulcer was resolved about one month later, and the pt resumed lens wear with 1-day acuvue moist contact lenses to be worn less than 8 hours per day. The ophthalmologist did not have product or lot number info. No add'l info is expected. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
1-day acuvue moist - n18033. Labeled for single use and reuse. No conclusions can be drawn.